Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(4). 2.4 software version: n030005. 2.5 hours of operation: 9484 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files of 2023-02-17 (specified date of the incident, given from the customer) were investigated. Several infusions were started at 2023-02-17. But no infusion was set to a vtbi of 140 ml, as described by the customer). The set values from the customer fit the actual volume infused entries. No anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device shows liquid residues at the outside. Furthermore, the device shows age related signs of wear and tear. In addition, no visible damage is to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,91%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled complete. Between the lower housing part and the emc shield / bottom inner frame liquid residues could be detected (no liquid on the mainboard). Furthermore, no anomalies could be detected. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation could be reproduced ore detected inside the history files. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" "there was an incident involving infusomat sn:(B)(6) this afternoon, (B)(6) in ICU north. The pump was set to deliver potassium phosphate. Volume to be infused was 140mls. When the cnm checked the bag hours later the bag had not emptied."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available.